Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 487 mg/dl, which was treated with manual injection. The customer stated that she checked her blood glucose levels later again and noted that they were rising, so she also treated using the insulin pump. She advised that she had been busy doing things and that she knew why she had high blood glucose. She called for assistance with her transmitter, which was found to be working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.